Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was torn while advancing. The lens was not implanted and there was no pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.